Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: during investigation, the keypad was undamaged and all keypad buttons were responsive to user input. The keypad was removed to find no contamination or damage to the button contacts. The keypad issue was not duplicated during investigation. Unrelated to the original complaint, moisture was found on the display screen inside the pump with a leak in the lens. The pump cover was removed to find further moisture on the keypad circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive with moisture. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.